Event description:
Rptr indicated that a vns (B) (4) computer would not hold a charge. The computer and flashcard have been requested for return but have not been received to date.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.